Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and was able to verify and duplicate the reported issue. The root cause of the issue was isolated to a faulty audio harness. The customer's device was archived by stryker. The customer received a replacement device.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, product assessment center (pac) technician reported that audio output was inoperative on their device. Without audio output, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.